Event description:
Harmonic ace ref ace 36p p30108p20. Curved shears w/ pistol handle and hand control, 36cm long - 15mm active blade 5.5mm diameter. Active blade broke off in patient's pelvis. Surgeon was able to retrieve broken blade.